Manufacturer narrative:
This product is manufactured in (B)(6) but not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -18.00/+1.5/100 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2013. The reporter indicated the lens was reported as lens rotation not associated to a low vault. The lens was repositioned but the problem was not resolved. The lens remains implanted. The cause of the event was unknown.